Event description:
It was reported that the right ventricular lead exhibited loss of capture at 5.0 v. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.